Manufacturer narrative:
The device was not returned to the MFR for eval. The repair was cancelled per the customer's request.

Event description:
The MFR received info alleging the ventilator's fio2 was unable to be adjusted. The device was not in pt use.